Manufacturer narrative:
Updated fields: a2, a3a, e4, g3, g6, h2, h3, h6, h10, h11. Medwatch # (B)(4) was received with the following information as follows: "describe event or problem: the patient's head was placed in pins (mayfield head positioner) for the procedure. One of the pins slipped which caused a laceration on the pt. Scalp. The attending was present for this. The pt was turned and the laceration was irrigated with normal saline and stapled closed. The procedure did continue. The portion of the c-clamp that slipped was removed from service and sent out for repair. Left scalp pin laceration, repaired with staples. What was the original intended procedure?: c3-t1 posterior cervical instrumentation for spinal deformity with reduction of kyphosis. C4-6 posterior laminectomy, decompression. Reduction of kyphotic deformity. Use of neuromonitoring. Use of fluoroscopy. Harvest of autograft. Use of allograft. Complicated by left scalp pin laceration, repaired with staples. What problem did the user have: device failed". Mgf narrative: no additional actions are required since the findings of our investigation was submitted in our initial MDR.

Event description:
Medwatch # (B)(4) was received with the following information as follows: "describe event or problem: the patient's head was placed in pins (mayfield head positioner) for the procedure. One of the pins slipped which caused a laceration on the pt. Scalp. The attending was present for this. The pt was turned and the laceration was irrigated with normal saline and stapled closed. The procedure did continue. The portion of the c-clamp that slipped was removed from service and sent out for repair. Left scalp pin laceration, repaired with staples. What was the original intended procedure?: c3-t1 posterior cervical instrumentation for spinal deformity with reduction of kyphosis. C4-6 posterior laminectomy, decompression. Reduction of kyphotic deformity. Use of neuromonitoring. Use of fluoroscopy. Harvest of autograft. Use of allograft. Complicated by left scalp pin laceration, repaired with staples. What problem did the user have: device failed".

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, there was rotational and lateral movement in the lock, and a residue buildup was present. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit had some movement present in the lock and the clamp was in worn condition. No additional device deficiencies were identified. To resolve the observed issues, all worn components (roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs) will be replaced, along with general maintenance and cleaning. Root cause - the reported complaint issue is not confirmed. The unit does have lateral and rotational movement, but when put under pressure, it would not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) loosened pressure during a posterior cervical fusion procedure. This resulted in a laceration on the left side of the patient's scalp which was cleansed and stapled. A new head clamp and pins were obtained, and the procedure was completed as planned. There was surgical delay of 45 minutes due to this incident.